Event description:
This is filed to report the clip caught in the chordae resulting in a chordal rupture requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Difficulty imaging was noted. One clip delivery system (cds) was advanced into the left atrium. While steering down to the valve, the cds became entangled in the chordae. Troubleshooting attempts were unsuccessful and a chordae ruptured as the cds was being removed. A new mr emerged and the physician decided to exchange the cds for an nt clip for treatment. The nt clip was successfully implanted reducing the mr to a grade of 3. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, a cause for the clip becoming caught in the chordae could not be determined. In addition, the reported poor image resolution was due to patient anatomy. The reported patient effect of unspecified tissue injury is listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported unspecified tissue injury (chordae ruptured) appears to be due to the clip becoming caught in the chordae. The unexpected medical intervention was a result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.